Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in a chronic total occlusion in the iliac artery. The 7x60x120 epic¿ vascular stent was selected. During the procedure the stent partially deployed. The device was removed. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of birth: 1970's. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).